Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was intraoperatively removed from the patient's left eye one haptic appeared unusual to the surgeon. The incision was enlarged to remove the lens and sutures were used to close the wound. A back up lens of same model was implanted successfully. The patient's prognosis was reported as normal. Please reference MDR#: 1119279-2013-00156 for the delivery device.